Event description:
Air in the collect line occurred during the initial phase of obtaining the buffy coat and the line was clamped to prevent air to the pt. Ns and ac lines were placed into the air detectors and the return rate was decreased to zero. The practitioner switched to a single needle. The pt's blue lumen was flushed per protocol. After photoactivation and the manual return, the pt's red lumen was flushed per protocol. The treatment was completed successfully.